Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported error codes 11:6, 7:20, and 7:34 which are associated with battery issues. There was reportedly no patient involvement; the customer reported that the device was not in clinical use.

Manufacturer narrative:
.